Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer who requested a replacement part. It was determined that the malfunction was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.

Event description:
It was reported the intellivue x3 displays a speaker malfunction inop error. No sound was audible. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: # (B)(6). E1: reporter phone # (B)(6).